Event description:
Md was placing temporary dialysis catheter. Once line was in place, pigtail lumen was flushed and hole in line noted. Due to poor product quality, procedure was extended to remove and replace with new line.